Event description:
A device was returned to a third-party service center. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected, corrosion in the device was found and the power connector of the unit is corroded, and the unit can't be power on in order to be able to collect the error.

Manufacturer narrative:
Device not returned to manufacture.